Event description:
It was reported that during use the cs300 intra-aortic balloon pump (iabp) unit was not sensing the EKG for trigger. No patient harm was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the cs300 intra-aortic balloon pump (iabp) unit and found that the issue was user error. The fse performed functional and safety checks to meet factory specifications. The iabp was then cleared for clinical service.